Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the ligator did not work after it was installed on the fiberscope. The bands were impossible to release. The procedure was completed with another ligator device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an unknown procedure performed on (B)(6) 2024. During the procedure, the ligator did not work after it was installed on the fiberscope. The bands were impossible to release. The procedure was completed with another ligator device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation results the returned speedband superview super 7 was analyzed, and the ligator housing was not returned. Only the handle was returned, and it had marks of trip wire being secured. In addition, the suture was returned with seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, only the handle was returned with marks of trip wire being secured. Also, the suture was returned with seven knots. It is possible that procedural factors such as the physician's technique used during the procedure or the way the device was handled when trying to deploy the bands with the handle caused or contributed to the reported event; however, the ligator housing was not returned for analysis to determine a specific complaint cause. Therefore, the most probable root cause of this complaint is cause not established.